Event description:
It was reported that the pt went to the clinic for her annual appointment and reported that she had been experienced sound "cutting in and out" over the last few weeks and that she would sometimes go half the day without any sound. The regional clinical support was contacted to follow-up with the clinic and pt. Testing was carried out, which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.